Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) was found to have a bent pin in the electrode belt trunk cable connector. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, pin 10 in the electrode belt trunk cable connector was bent. The cause for the bent pin cannot be positively identified but was likely due to the connector being forced into the connector while the pins were misaligned. No adverse event resulted from the bent pin. The last pt to use this belt did not report any deficiencies.